Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted due to suspected device migration. No other details were provided. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.